Event description:
In 2009, the maximum aneurismal diameter was 4.8 x 5.2 cm. In 2006, this pt was implanted with three gore excluder aaa endoprostheses. In 2008, the maximum aneurismal diameter is 51.4 x 56.8 mm. Multiple attempts to obtain further info on this event have been made by gore, however, as of date, no further info on this pt has been provided to gore.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore.